Manufacturer narrative:
(B)(4). : during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure, however a conclusive cause for the reported dissection could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity and heavy calcification in the proximal/mid left anterior descending (lad) artery. The xience alpine was removed from the package with no damage noted. The xience alpine attempted to cross the lesion, but resistance was met half way through the vessel. There was no interaction of devices. The device with some resistance was pulled back to the distal end of the guiding catheter for repositioning, but the distal end stent struts were noted to be flared. It was then decided not to continue with the procedure to treat the lesion. However, upon removal of the device, fluoroscopy revealed a dissection had occurred in the left main artery. A new xience alpine was used to treat the dissection successfully. The patient is stable. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.